Event description:
An olympus representative reported on behalf of the customer, that after using an evis exera ii colonvideoscope the patient had a bowel perforation at approximately 25-30cm during colonoscopy screening. The event occurred during the diagnostic procedure and was completed with the same device. .